Event description:
It was reported that the pt is still able to hear quite well with her ci, but speech understanding has deteriorated. Testing showed 5 electrodes in status hi.

Manufacturer narrative:
The device has not been explanted, if it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.